Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the bending of the operation rod occurred due to the bending load being applied to the operation rod, such as the fact that the direction of the initial pull/push on the knob was diagonal to the control section. However, it was not possible to determine when and how the bending of the control rod occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's wire became bent and would not return to its original state. The issue was observed during preparation for an endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed using a similar device. There were no reports of patient harm.